Manufacturer narrative:
Please note that there were no new additional findings from the final evaluation results.

Event description:
Complainant alleged that the autopulse platform turns on and then shortly afterwards turns off. The customer attempted to use several different fully charged batteries, however the unit still would not turn on. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform was returned to the manufacturer for analysis. Investigation results are as follows: visual inspection was performed and the front enclosure and battery lock pin were found to be damaged. The reported issue of the platform "turning off shortly after it had been powered on" could not be duplicated during functional testing. During compressions, the platform was making a squeaking sound which was followed by a user advisory (ua) 24 (timeout moving to "home" position) and a user advisory (ua) 26 (decompression target not reached). Further inspection of the device identified the cause for both ua codes to be due to the drivetrain motor not functioning properly. Due to the pca board not functioning properly, the archive data could not be downloaded. Based on the investigation, the part(s) identified for replacement are the pca board, drivetrain motor, front enclosure and battery lock pin. In summary, the reported complaint of the platform "turning off shortly after being powered on" could not be duplicated during functional testing. Unrelated to the reported complaint, the platform displayed ua 24 and ua 26 during testing. Both codes were attributed to the drivetrain motor not functioning properly. Please note that investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.